Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (air bubbles leak)issue. The reporter stated that the patient had a blood glucose (bg) of 32.1mmol/l without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated there was an air bubbles leak. The patient did not notice the issue prior to use. This report is being made due to the bg issue the patient reported due to an alleged site/set/cart issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016 device evaluation: a retained cartridge was evaluated by product analysis on 10/20/2016 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.